Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported from a patient receiving a continuous infusion of fluorouracil chemotherapy via an elastomeric infusion system (eis) for home use, that at 2:00 pm on (B)(6) 2019 she noticed that the tubing was clamped nearest the pump. The patient unclamped the tubing and does not know how it became clamped or when it became clamped. When the patient arrived for her appointment over 50% of the fluorouracil remained in the eis pump. The tubing flushed easily with good blood return. She was instructed to continue the infusion and come back the next day for disconnection. There is no report of any adverse effects caused to the patient as a result of this event.